Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun

Event description:
It was reported that the right ventricular lead exhibited capture thresholds greater than 7.5 v and sensing anomalies. The lead was removed and replaced.